Event description:
It was reported that a nonocclusive subclavian deep vein thrombosis occurred within one week of the initial implant procedure. The physician administered medication for the patient. Phrenic nerve stimulation also occurred the day after the initial implant procedure. The device voltage was decreased. The entire system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 459888, implantable pacing lead, (B)(6) 2013; 6947m55, implantable tachy lead, (B)(6) 2013. (B)(4).